Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 12nov2019. Failure investigation was completed. The blower was received for evaluation. Visual inspection of the customer returned blower revealed no signs of damage or contamination. The blower assembly end cap was removed and visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the error was caused by a failure of the temperature sensor (lm20). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse was unable to duplicate the reported issue. The fse powered up the unit and ran in normal mode for 20 minutes, no problem was found. The fse inspected the wires and connections and found they were all secure. The fse found an error code in the units logs related to the reported issue. The fse replaced the blower, and motor controller (mc) printed circuit board (pcba) to address the reported issue. After this repair the unit passed performance testing. The device was in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem.

Event description:
The customer reported that the blower temperature was high. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.